Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the subject underwent an implant procedure with the evolut fx 29 millimeter valve on (B)(6) 2025, due to aortic valve stenosis. The subject had a medical history of diabetes mellitus, dyslipidemia, hypertension, coronary artery disease, and had previously undergone coronary angioplasty. The subject was on ongoing pharmacological therapies including asa, ace inhibitors, and statins. Electrocardiogram abnormalities were noted prior to the procedure, including right bundle branch block (rbbb) and left anterior fascicular block (lafb). A permanent pacemaker was implanted on the same day as the valve implant. The subject was discharged to home on (B)(6) 2025, with no acute or late complications reported. It was unknown if there was any patient involvement or complications as a result of the event.